Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a vibratory alert, interrogation revealed lower than out of range pacing lead impedance measurements. Noise reversion episodes were detected since last year. Performing an isometric and positional testing were recommended. Pocket manipulation was suggested to update pli. Performing a chest x-ray was also recommended. No further information is available.

Event description:
New information notes that isometric and positional testing was performed and noise was not reproducible. The physician performed a fluoro on the lead and did not reveal any anomaly. The patient later had another vibratory alert for low impedance. Further testing was performed and noise was reproducible. Patient will return for follow-up.